Event description:
It was reported that the patient¿s spo2 was 83% while performing therapy on the life2000 on high activity level. The device was located at the patients home. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient¿s spo2 was 83% while performing therapy on the life2000 on high activity level. The patient in this event is a 71-year-old male with a medical history of chronic respiratory failure, copd, pulmonary artery hypertension, cor pulmonale, and chf. Clinic notes indicate the patient is on 7 lpm of oxygen at rest and up to 15 lpm with minimal ambulation. At the time of the reported event, the patient¿s oxygen concentrator (manufacturer unknown) was set to deliver 10 lpm but the patient noted the flow meter read 7.5-8 lpm. The patient¿s caregiver switched the patient to his oxygen concentrator, and it took 3 minutes to recover to 100% on 10 lpm. The caregiver indicated she would lower his oxygen now that he recovered. No medical intervention was required. The patient was advised to hold therapy until the trainer adjusts the device settings. The device is not being returned for inspection. The patient in this event is a 71-year-old male with a medical history of chronic respiratory failure, copd, pulmonary artery hypertension, cor pulmonale, and chf. Clinic notes indicate the patient is on 7 lpm of oxygen at rest and up to 15 lpm with minimal ambulation. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home by switching to the already prescribed oxygen therapy. The event was not life threatening and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. Although an inspection of the device was not performed, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level (10 lpm to 7.5-8 lpm), as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.